Event description:
Additional information: the physician stated that the viewflex catheter did not contribute to the complications in the study report.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported incident remains unknown. The physician stated that the viewflex catheter did not contribute to the complications in the study report.

Event description:
The following was published in the ijc heart & vasculature 50 (2024) 101326 in an article titled "initial clinical experience with the novel polarx fit cryoballoon system for pulmonary vein isolation in patients with atrial fibrillation" hiroshi fukunaga; https://doi.org/10.1016/j.ijcha.2023.101326. This was a retrospective, single-center study of pvi as first-line treatment for symptomatic paroxysmal and persistent af via the polarx and polarx fit systems. In total, 200 consecutive patients underwent cb-pvi via the polarx system and 70 via the polarx fit system at sakakibara heart institute from october 2021 to may 2023. All procedures were performed by five electrophysiologists, each with more than 10 years of training. One tamponade occurred.